Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: the pump was booted with audible and vibratory features; the display screen remained blank. The pump was cover removed; a damaged/cracked display screen was observed. The damaged/cracked display screen was replaced with a new test display screen in order to perform the required test steps for the delivery accuracy test. The pump was booted to the verify screen using the new test screen. Investigation steps for the delivery accuracy test were completed using the test display screen. A review of the total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no alarms related to the complaint observed in the alarm history. There were no errors, alarms or warnings that occurred during testing. The last bolus delivery was on (B)(6) 2016 and the last basal delivery was on (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that a blank display issue occurred prior to a no power issue. The patient reportedly experienced a blood glucose (bg) measurement of 30 mg/dl with confusion and was unsteady when walking. It was not indicated as to how the low bg was caused by a blank display issue; however, the patient stated the blank screen issue with low bg occurred prior to power loss. The patient may have reportedly bolused unintentionally due to the blank display or due to another reason. The cause of the reported hypoglycemic event was unable to determined; however, the patient definitely made the allegation that the low bg was a result of a pump malfunction. This complaint is being reported because the patient experienced a hypoglycemic event due a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A 3500a supplemental 2 report was submitted to correct the PMA 510k#.